Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the broken instrument was confirmed. The clinical/medical investigation concluded that, the provided images did not provide insight into the root cause of the fractured reamers. Reportedly, all pieces were recovered from the patient and the procedures were completed with backup devices without delays. Based on the limited information provided, further patient impact would not be anticipated. No further medical assessment of the patient at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the end of a custom made smith & nephew 12.5 mm knee & fem. Entry reamer split off. The event happened during use (inside of the patient), and all the pieces were recovered. There was a s+n backup device available to continue the case without delays. No other complications were reported.